Event description:
It was reported that the device was explanted approximately after implant duration of 112.5 months, due to aortic insufficiency secondary to dehisced aortic valve. Info learned through the operative report.

Manufacturer narrative:
Device not returned.